Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found no similar complaints for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular interventional procedure, a diagnostic catheter tip detached within the patient. The physician had acquired retrograde arterial access and had negotiated the patient's iliac bifurcation under fluoroscopy over a guidewire with the 4f catheter. During catheter manipulations within the patient's tibial artery, the catheter tip detached. The physician successfully used a vascular snare device to retrieve the foreign body from the patient. The patient tolerated the procedure well with no additional consequences to the patient.